Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2016, the patient presented in a different hospital with chest pain associated with sweating for 1 day. Thrombus was identified in the distal left main (lm) to the left anterior descending (lad) artery. The thrombus was aspirated and pre-dilatation was done with a 2.5 x 12 mm balloon. A 3.5 x 23 mm absorb scaffold was deployed and post-dilated with a 4.0 x 8 mm non-compliant balloon. Timi iii flow was restored and the patient was discharged on dual antiplatelet drug therapy (dapt) of aspirin and ticagrelor. On (B)(6) 2017, the patient reported to dr. Chandra due to experiencing chest pain. A follow-up CT angio showed some haziness in the scaffold. A check with coronary angiography was done, which revealed thrombus burden in the scaffold in the distal lm to lad segment. There was no treatment of the thrombus at that time; however, the patient underwent coronary artery bypass graft (CABG) on (B)(6) 2017 with a good outcome. No additional information was provided.